Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related medwatch reports: 2210968-2019-79161, and 2210968-2022-02102.

Event description:
It was reported by an attorney that a underwent rectocele repair, enterocele repair, lysis of adhesions and cystoscopy on (B)(6) 2007 and suture was placed starting just below the level of the ischial spine and then going lateral and inferior towards the introitus. It was reported that patient experienced right perirectal abscess with pain. The patient underwent drainage and debridement of right buttock abscess and right sigmoidoscopy on (B)(6) 2018 during which the surgeon noted ¿he found a large abscess cavity and in the process of debriding and irrigating, a suture stitch came out. This would suggest that the abscess cavity may just be a stitch abscess and is related to her prior gynecological procedure.¿